Event description:
The customer reported that during a laparoscopic assisted vaginal hysterectomy, the device could not be reopened while applied to tissue. It is not known how the device was removed from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow up report will be submitted.